Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the medial lumen burst during administrating a drug, and that the cvc had recently been installed". No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of an extension line/luer hub separation was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300psi) to reduce risk of intraluminal leakage or catheter rupture." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the medial lumen burst during administrating a drug, and that the cvc had recently been installed". No additional information was available at the time of this report.